Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The homechoice (hc) cassette has been reported to be available for evaluation but has not yet been received. If the sample is received or additional relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cassette was returned for evaluation. Visual inspection, leak testing, clear passage testing, and clamp function testing were performed with no issues noted. The device was able to successfully run on a homechoice machine with no problems encountered. A malfunction with the cassette could not be verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on a homechoice (hc) device during the initial drain of automated peritoneal dialysis (apd) therapy. The home patient (hp) was connected at the time of the alarm. A care giver (cg) was unsure if the line was properly primed before connection, but nothing unusual was noted during troubleshooting for the alarm. A technical service representative (tsr) explained the alarm and reviewed proper procedures with the cg. The cg planned on completing therapy using new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Upon conclusion of the investigation the cause of the alarm could not be determined. Should additional relevant information become available, a supplemental report will be submitted.